Event description:
The customer reported mode to mode was not matching for hgb (hemoglobin) when using the coulter hmx hematology analyzer with autoloader. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and cleaned the bsv (blood sampling valve). Identification of failure mode is attributed to a dirty bsv. There were no erroneous results connected with this event. Upon recur, the failure mode identified will likely cause erroneous results for all parameters due to segmentation error on samples run in secondary mode only. Evaluation of labeling: coulter hmx hematology analyzer with autoloader operator's guide,(B)(4): beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. (B)(4). This MDR is related to MDR 1061932-2013-02813 for a similar event, on a different date, with the same instrument.